Manufacturer narrative:
Full e1 address establishment name: (B)(4). The device was returned to olympus for inspection, and the reported failure was confirmed. A definitve root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: ultrasound plug unit was not in good condition. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited a noisy image during reprocessing. There were no reports of patient involvement.